Manufacturer narrative:
A specific root cause could not be determined based on the provided information. The requested customer material was not returned, therefore no investigation was possible. Since the meter was dropped, damage to the meter could be a reason for the result discrepancy.

Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they received an erroneous result for one patient tested on accu-chek inform ii meter with serial number (B)(4). The customer stated that the feet of the meter are worn and the meter was dropped. The meter will not keep a charge and since it had been dropped, the results from the meter were not considered to be accurate. At 8:39 a.m., the patient was tested on the meter and had a glucose result of 407 mg/dl. At 8:41 a.m., the patient was tested on a different accu-chek inform ii meter, serial number (B)(4), and had a glucose result of 135 mg/dl. The 135 mg/dl value was believed to be correct. Both meter comparisons were performed with capillary samples. The customer was not sure if the same vial of test strips was used for each measurement, but the customer did confirm that the same lot number was used. The accu-chek inform ii test strip lot number was 474464, with an expiration date of 09/30/2017. At 9:12 a.m., the patient had a laboratory glucose result of 147 mg/dl. The patient was not provided any treatment and this decision was based off of the 136 mg/dl value. The customer stated the controls have to be run daily and have to pass to use the meter. The customer's products were requested for investigation and replacement products have been shipped.